Event description:
It was reported by an affiliate that a pt presented with an arterial venous leg wound which had been treated for ten days with another product. At this time the wound was healing, however, there was still a lot of exudate. The dr then placed the silvercel alginate dressing on the wound. When removing the dressing some fibers from the dressing remained on the wound. These fibers were removed from the wound while in the shower. The pt is doing well at this time.

Manufacturer narrative:
Date sent to the FDA: -6/21/2006. F-10 patient code: 2199 - labeled. F-10 device code: 2203 - shedding of product - not labeled. H-6 conclusion code 67: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.